Event description:
It is reported that the customer received a non delivery alarm from his/her insulin pump during a manual prime. The customer's blood glucose level was 221 mg/dl. Standard troubleshooting was performed. The customer's insulin pump alarmed no delivery during a manual prime. The customer was advised to discontinue use of the insulin pump and revert back to a back up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.